Event description:
A report was rec'd that the pt would undergo a pocket revision due to pocket pain stemming from the pt's non-device related weight loss. The physician decided to replace the ipg, as it had been exposed to monopolar-cautery.